Manufacturer narrative:
Correction: the why not evaluated section has been filled in.

Event description:
It was reported that the patient presented in the emergency room after receiving appropriate shocks from the implantable cardioverter defibrillator. During the final shock, the capacitor charge time limit was reached and external defibrillation was used to convert the patient. Upon interrogation of the device, a battery performance alert was received by the clinician and the device was explanted. The patient was stable post-procedure.

Manufacturer narrative:
The reported field event of a battery performance alert (bpa) was confirmed via review of device image. The alert was due to a transient drop in the battery voltage that is consistent with battery depletion associated with lithium clusters. However, since the monthly battery voltage trend and the overall expected longevity of the device was normal, premature battery depletion could not be confirmed. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.